Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On 2015-11-03 additional information was received from a healthcare provider (hcp) via a company representative. The pump was replaced (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
A company representative reported that as per a healthcare provider (hcp) the patient was receiving baclofen with concentration 2000 mcg/ml via their implanted intrathecal pump at a dose rate of 500 mcg/day. The manufacturer / type of baclofen and drug lot number were unknown. The indication for use regarding the pump was intractable spasticity. It was noted that as per the patient's mother, the patient experienced increased spasticity for several months. The patient's managing physician was increasing the baclofen dose several times but the patient continued to have the same issue. A dye and rotor study were performed the week prior to (B)(6) 2015 (exact date unknown) and it was indicated that the mother had been told the catheter was kinked. The patient was referred to a physician to replace the catheter. The catheter was completely replaced with new on (B)(6) 2015. The hcp discarded the explanted catheter. The pump administered baclofen with concentration 2000 mcg/ml at a dose rate of 930 mcg/day prior to the catheter replacement. Following the catheter replacement, the physician decreased the patient's dose of baclofen to 500 mcg/day because he was "not sure exactly what the patient was actually getting". The patient was then admitted to observe her to make sure there were no signs of withdrawal or overdose. The issue was resolved at the time of the report. The patient was without injury regarding her status at the time of the report. Additional information requested included clarification of baclofen intrathecal, other medications the patient was receiving at the time of the event, medical history, and cause of catheter issue. A supplemental report will be provided as additional information is received. (B)(6) 2015 additional information was received from a company representative. During the catheter revision, a physician replaced the catheter connector that connected the distal and proximal catheter segments. The patient's family reported the patient had returned spasticity. The patient presented in the ICU (intensive care unit) with aspiration pneumonia. A physician performed a catheter dye study and rotor study. The pump and catheter were working properly.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed no anomaly found. Analysis of the 8781 catheter (B)(4) revealed no significant an omaly found; a dried drug, blood, or foreign material occlusion was found in the catheter pin connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.